Manufacturer narrative:
Block h6: imdrf device code a020504 captures the reportable event of hole in the device packaging.

Event description:
It was reported to boston scientific corporation that cre wireguided dilatation balloon was inspected at the healthcare facility on january 26, 2026. During the inspection, it was reported that there was a hole in the device packaging and compromised the sterile barrier. There were no patient involved in this event.